Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. Four hours later the pt was ambulated without difficulty, and then returned to bed. The pt then developed numbness in her foot; her pulses were checked and noted to be present. However, she was taken to surgery for removal of the device. The device was found to be intact, and the anchor was removed in the shape of a "u".